Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had unexplained low and high blood glucose values. Customer did not want to go through troubleshooting as he said he was taking tablets on his diary of all that's happening and he knows if it was the fault of the pump. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the delivery accuracy test. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No bolus delivery anomalies noted during testing. Device functioning properly. Device received with minor scratched lcd window and cracked retainer.